Event description:
Reporter indicated that device diagnostic testing on a system diagnostic test at an office visit, resulted in high lead impedance reading, indicating possible lead fracture. The pt underwent revision surgery, during which the lead and pulse generator were epxlanted and replaced. There were no obvious lead breaks observed during surgery. No serious injury was reported.

Manufacturer narrative:
Review 0f x-rays by the MFR did not reveal any obvious discontinuities in the vns therapy systems. The vns therapy system is indicated for use as an adjunctive in reducing the frequency of seizures in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, the vns therapy system is approved for use in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications. Device failure suspected, but did not cause or contribute to death or serious injury.